Manufacturer narrative:
(B)(4). D10: cat# 00631005632 , lot# 60721833 liner 10 degree elevated rim 32 mm i.d. Cat# 00620005622 , lot# 600750661 shell porous with cluster holes 56 mm o.d. Cat# 00625006530, lot# 60771821 bone screw self-tapping 6.5 mm dia. 30 mm length. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised approximately seventeen years post-implantation due to corrosion and alval. A new cup, liner, and head were implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h4; h6. The following sections were corrected: d4 expiration date; d5. H6: proposed component code: mechanical (g04)- stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.